Event description:
Boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) patient has died. The family of the patient has alleged that the device is to blame for the patient's demise.

Manufacturer narrative:
Not returned. A boston scientific crm technical services representative advised that the patient's ICD belonged to an advisory population of devices which may declare mid-life replacement indicators earlier than expected, but that this potential behavior would have no impact on therapy availability. Boston scientific crm does not have access to this device. An attempt has been made to obtain additional information related to this event, however, no additional information is available at this time. This event will be updated if any additional information becomes available.